Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 2/5/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the reported issue was a delaminated downstream occlusion (dso) seal. The reported issue was resolved by replacing the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.